Event description:
It was reported that the patient was unable to charge her stimulator placed ¿10 years ago.¿ the patient was unable to charge due to the amount of surgeries she had in such a short amount of time (due to going through 4-5 batteries with high voltage) and the skin became so sensitive it couldn¿t handle the recharger. It was removed because the stimulator wouldn¿t charge. Her skin wouldn¿t allow it to do so, as she would get huge welts and burn marks from it. The patient stated it had nothing to do with the stimulator but rather with the skin that had been cut open 8/9 times and was just too frail. The patient stated this was a rechargeable device, which the company had no record of from 10 years prior. The issue was revisited in 2014, and the patient was implanted with a rechargeable device. The patient could charge it with no issue.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3550-09, lot# lc1565, implanted: (B)(6) 2004, product type: accessory. Product ID: 3487a-33, lot# j0427772v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was further reported that the implantable neurostimulator (ins) was the cause of the event. The cause of the event was &#50118;fism&#56224; the device was explanted and the patient was re-implanted with a new device.